Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a half height drawer failure. The field service engineer cleaned contacts and secured connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the device not detected on the bus, rebooted the unit a couple times and tried to recover but it does not open causing a delay in dispensing medication to the patient. The device shows up message says, "required maintenance". There were no adverse events or injuries reported based on this event.